Event description:
It was reported that prior to the start of a da vinci-assisted segmental pancreatectomy surgical procedure that error 307. The intuitive tech support engineer (tse) guided the customer with power cycling the system with an emergency power off (epo) and checking that all of the blue fiber cables were secured. After power cycling the system, the issue still persisted. The tse then guided the customer with checking the error logs, which pointed to an error against the personality module audio video (pmav) board. The tse then guided the customer with checking if the external video device was connected and could be removed. The customer was unable to perform additional troubleshooting. There was no further information provided. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and conducted a fault check and there were numerous error 307 messages that popped. The fse replaced the personality module audio video (pmav) board. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.